Event description:
The customer reported a fluid leak on a coulter lh 500 hematology analyzer. The volume of the leak was approximately 1/2 cup, blue in color and was not contained within the instrument. There were no errors or system messages reported in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
The customer was able to troubleshoot the leak with help from a field service engineer (fse) over the phone. The customer found a leak in the tubing through pinch valve, pv37. The fse assisted the customer with the replacement of the tubing through pv37, which resolved the leak and the instrument ran without leaks and all activities were verified via customer controls. (B)(4).